Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer and contact attempted to reset the pump at least five times due to an issue with the wake button not working consistently, preventing the pump from entering storage mode.